Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a combined mitral and tricuspid valve repair procedure was performed using mitraclip devices and a triclip steerable guide catheter to treat mixed mitral regurgitation (mr) grade 3. One mitraclip (cds0707-xtw, lot#: 50415a5122) was successfully implanted at the a2/p2 medial position, reducing mitral regurgitation (mr) from grade 3 to grade 1. Following mitral valve repair, the triclip guide catheter was retracted from the left atrium to the right atrium to access the tricuspid valve. While inserting the first clip without awaiting echo imaging, the clip unintentionally crossed the atrial septum via the transseptal puncture. Upon retraction, damage to the previously floppy septum was observed, resulting in an approximately 2.5 cm flap. The patient remained hemodynamically stable with no reduction in oxygen saturation, and the physician elected to proceed with the tricuspid valve repair. Three mitraclips were implanted successfully cds0707-xtw (lot#: 50512a1049 ¿ a/s mid), cds0707-xtw (lot#: 50512a1042 ¿ a/s center), cds0707-xt (lot#: 50311r1032 ¿ p1/s). A fourth clip (cds0707-xtw, lot#: 50512a1048) was attempted but removed due to elevated gradient. Tricuspid regurgitation (tr) was reduced from grade 5 to grade 2, with a final gradient of 3 mmhg. Due to the septal damage, the physician decided to close the iatrogenic atrial septal defect (asd). Two amplatzer multifenestrated septal occluders (30mm, lot#: 10813630 and 40mm, lot#: 10540171) were trailed but found to be too small. The defect was successfully closed using an amplatzer septal occluder 32mm (lot#: 10417008).

Event description:
It was reported that on (B)(6) 2025, a combined mitral and tricuspid valve repair procedure was performed using mitraclip devices and a triclip steerable guide catheter to treat mixed mitral regurgitation (mr) grade 3. One mitraclip (cds0707-xtw, lot# 50415a5122) was successfully implanted at the a2/p2 medial position, reducing mitral regurgitation (mr) from grade 3 to grade 1. Following mitral valve repair, the triclip guide catheter was retracted from the left atrium to the right atrium to access the tricuspid valve. While inserting the first clip without awaiting echo imaging, the clip unintentionally crossed the atrial septum via the transseptal puncture. Upon retraction, damage to the previously floppy septum was observed, resulting in an approximately 2.5 cm flap. The patient remained hemodynamically stable with no reduction in oxygen saturation, and the physician elected to proceed with the tricuspid valve repair. Three mitraclips were implanted successfully cds0707-xtw (lot# 50512a1049 ¿ a/s mid), cds0707-xtw (lot# 50512a1042 ¿ a/s center), cds0707-xt (lot# 50311r1032 ¿ p1/s). A fourth clip (cds0707-xtw, lot# 50512a1048) was attempted but removed due to elevated gradient. Tricuspid regurgitation (tr) was reduced from grade 5 to grade 2, with a final gradient of 3 mmhg. Due to the septal damage, the physician decided to close the iatrogenic atrial septal defect (asd). Two amplatzer multifenestrated septal occluders (30mm, lot# 10813630 and 40mm, lot# 10540171) were trialed but found to be too small. The defect was successfully closed using an amplatzer septal occluder 32mm (lot# 10417008).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and the reported improper or incorrect procedure or method (user error) was associated with the user inserting the cds without awaiting echo imaging resulting in the unintended movement of the clip associated with the clip unintentionally crossing the atrial septum via the transseptal puncture and perforation. The reported off-label use of the device was associated with the use of the mitraclip device on the tricuspid valve to treat tr. Perforation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.